Event description:
It was reported that a customer experienced a malfunction indicated by error code 3-0x2095. There was no adverse impact to the customer¿s blood glucose level, as there was no information provided on this matter. The malfunctioning pump is expected to be returned for evaluation, and a replacement pump with serial number 1491706 was designated for the customer.